Event description:
The customer reported the (B)(4) paddle set was not being detected by the defibrillator and the paddle set failed an unspecified "ohm" (continuity) test. There was no report of pt involvement or impact.

Manufacturer narrative:
(B)(4). The customer reported the m4742a paddle set was not being detected by the defibrillator and the paddle set failed an unspecified "ohm" (continuity) test. There was no report of pt involvement or impact. Philips quality engineering confirmed the failure. Philips sent the customer a replacement (B)(4) paddle set to resolve this issue.